Event description:
Fifteen minutes after starting dialysis treatment, the patient developed chest pain, sob, cyanosis and cardiac arrest, no identifiable cause. After CPR, he recovered both respiratory and cardiac function no neurological sequelae. The patient was transferred to hospital where he went through an evaluation that turned out to be negative. Eight hours after the event, when clinically stabilized, the patient was sent to dialysis . He was connected to extra-corporate circuit and the nurse realized that there was some air in the arterial line. The nurse stopped the pump and checked the connection that was tight. She started the pump slowly and then, heard a sound off air leaking. After a close look, a rupture was detected in the arterial branch off the catheter. Dialysis was immediately stopped and catheter removed. An echocardiogram and a chest CT were performed but no signs of air embolism were found.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.